Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed found an open circuit due to procedural damage. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure. The reported events of high lead impedance, loss of sensing and lead dislodgement were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device upgrade procedure, the right ventricular (rv) lead was noted to be dislodged and showed increased pacing lead impedance and a loss of sensing. The lead was explanted and replaced, and the patient was stable with no consequences.